Manufacturer narrative:
Device was used for treatment, not diagnosis. UDI: the part number as unknown. All attempts to obtain product information were unsuccessful. Therefore, UDI is unavailable. The brand name is unknown. The manufacturing location is unknown. The catalog number, lot/serial number is unknown. PMA/510(k) number is unknown. Device manufacture date: the device manufacture date is unavailable. Please note that the reporter's name, phone number, and email address were not provided. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that during an unspecified surgical procedure it was observed that the battery device charge was empty when the physician attempted to use the device. It was reported that there was no delay in the procedure due to the event as an unspecified spare device was available for use. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.